Event description:
Notified by hosp staff that jackson pratt reservoir kit with pvc round drain 15fr was reportedly defective. The graphic description contained in the packaging showed two graduated prongs that are to connect to one or two drains. On the product identified by staff, one prong was cut short. The packaging was discarded, but another drain still in packaging was noted to have the same cut prong. This item was ref (B)(4). Lot# 100601d3. Upon further conversations with company reps ((B)(6) of cardinal health) it was learned that the y-pronged connections had been purposely cut at the MFR prior to packaging to accept the drain that the kit was designed for. Operating room staff noted that there is a functionality issue for the 10 and 15 french hemovacs - the connection was cut too far down so that the drains will not fit properly. Have discussed with (B)(4) and will be returning the sequestered drain reservoirs noted above for further company inspection. There was no pt injury; however there was confusion because the product did not match the enclosed graphic depiction of what the healthcare worker would expect to find inside the packaging.